Manufacturer narrative:
Patient information was unavailable from the site. The archive used in the procedure was sent to medtronic for evaluation. Medtronic personnel were able to replicate the reported issue.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, the ac-pc points on the exam moved after merging in a localizer exam from the medtronic imaging system. The site was able to pick new ac-pc locations and proceed with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient identifier was not available from the site. Additional information: patient gender, date of birth and weight.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the ac/pc points shifted with the new merge. Analysis found that the software functioned as designed.

Manufacturer narrative:
Patient identification number received.